Event description:
It was reported that the customer was receiving an a33 alarm on her insulin pump. Her blood glucose was unknown at the time of reporting. She was advised to revert to her backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.